Event description:
It was reported that the patient pacemaker battery was reported as reduced. The patient now has a low heart rate and low energy. The patient was referred to the device clinic for in-person follow-up. As of this time, device remains in service. No adverse patient effects were reported.